Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable crep2 creatinine plus ver.2 result for 1 patient tested on a cobas 6000 c (501) module. The initial crep2 result was 106.0 umol/l with a repeat result of 160.7 umol/l. The initial crep2 result was released outside of the laboratory but was questioned by the physician. The crep2 reagent lot was 357184 with an expiration date of apr-2019. Patient samples tested before and after the erroneous result were checked and all retested results were okay. The patient sample was processed by a modular pre-analytical system. Calibration and qc data provided was acceptable. All applicable extra washed were installed correctly. The precision testing performed showed results that are consistent with sample pipetting precision issues and cell rinse functioning issues. Based on the calibration and quality control results provided a reagent issue can be excluded. Following a field engineering specialist service visit precision testing was performed with acceptable results. The customer stated control results were acceptable. The investigation did not identify a product problem.  The cause of the event could not be determined.